Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the status indicator lights illuminated blue and the reload indicator was flashing. A manual handle was used instead. When the surgeon checked the staple line, it was noted that the staple line was bleeding, and the surgeon oversewed for hemostasis. There was no reinforcement material used. There was no blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem. The current patient status is stable. The device will not be returned.